Event description:
During servicing of the unit, error code message of machine and proximal pressure sensors failed appeared. No patient involvement due to reported issue being found during servicing.

Manufacturer narrative:
The u16 pin 9 internal shorted to pin 8 (gnd) on the power management pcba created the 1007 error code vent inop.